Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the pacemaker dependent patient experienced syncope and was hospitalized. Upon interrogation it was noted that there was intermittent right ventricular (rv) loss of capture (loc). During testing the patient felt symptomatic so the output was increased to maximum output. Oversensing of noise leading to pacing inhibition and inappropriately stored non-sustained ventricular tachycardia (vt) events were also noted. The rv thresholds were observed to have increased to 2.1 volts. The sensing was also increased, however there was still pacing inhibition. The patient was hospitalized and monitored. A few days later the threshold measurement went back to normal and they were unable to recreate the loc. It was noted that there was no out of range impedance measurements. Further review found over 300 stored episodes due to oversensing of noise over the past year. Since a cause could not be determined a revision procedure was performed where the rv lead was surgically abandoned and the pacemaker was explanted. A new pacemaker and rv lead were successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted that the set screw moved normally and completely in both clockwise and counter clockwise directions and inspection of the lead barrel noted no irregularities. A hole was noted in the rv seal plug was observed, however due to the amount of time between implant and the field observation of noise laboratory analysis was unable to attribute the hole in the seal plug to the noise allegation. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.